Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defects were caused because the user understanding differed from olympus recommendation in device handling and reprocessing steps. The events can be detected/prevented by handling device in accordance with the following instructions for use: "-an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "-attaching accessories to the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility to conduct an onsite in-service installation and reprocessing demonstration. The super user at the facility provided a hands-on demonstration. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. Additionally, wall charts were provided on reprocessing as well as on distal end flushing adapter reprocessing, and single use distal cap installation for future reference. This training covered material specific to scope model tjf-q190v including cleaning methods as well as specifics related to reprocessing this device. At this time, it has been indicated to olympus that the device will not be returned for further testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The endoscopy support specialist (ess) reported on behalf of the customer to olympus that the evis exera iii duodenovideoscope was used on a patient without the single use disposable cap installed on the scope and before any reprocessing in-service was performed on-site. The reported issue made aware to the ess specialist during the on-site service on (B)(6) 2023. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the onsite installation and reprocessing session at the facility.